Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated several times at 14 atmospheres. After that, the balloon ruptured at 12 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel in the left forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was inflated several times at 14 atmospheres. After that, the balloon ruptured at 12 atmospheres for 30 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.